Event description:
It was reported that intermittent undersensing was observed on the device, which presented as pseudo-pseudofusion. It was suspected that the episode may have been caused by a premature ventricular contraction. Programming changes were recommended. The patient was asymptomatic. Normal follow-up will continue.